Manufacturer narrative:
Additional information: b5, d3 (MFR name, street 1, MFR city, MFR region, postal code), d4 (lot #), g3, h4, h6 correction: d10 (lot number for pli 30 should be p4d1153s) d10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p4d1153s) additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic resection of rectal cancer, when the first staple detached the rectum, the handle body made a clicking sound. When the second purple staple was installed, the device did not fire. The surgeon was able to press the green button and squeeze the handle, but the device did not fire. There was no resistance when the handle was squeezed for firing. A new handle was used. After installing the second purple staple on the new handle, the device still could not fire. A third purple staple was used but there was still a problem with the firing. Another handle and reload were then used to complete the case. The third purple staple was later used and fired. There was no patient injury.

Event description:
According to the reporter, in a laparoscopic resection of rectal cancer, when the first staple detached the rectum, the handle body made a clicking sound. When the second purple staple was installed, the device did not fire. The surgeon was able to press the green button and squeeze the handle, but the device did not fire. A new handle was used. After installing the second purple staple on the new handle, the device still could not fire. A third purple staple was used but there was still a problem with the firing.  Another handle and reload were then used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egiaustnd - egiaustnd endogia ultra univ std stap, lot# p4e1006s egiaustnd - egiaustnd endogia ultra univ std stap, lot# p4e1006s egia60amt - egia60amt egia 60 artic med thick sulu, lot# 4d1153s. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.